Event description:
A government agency reported that the operating console unable to perform glass cutting or suction. The surgery was postponed and there was no report of any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4). No further report will be submitted under this mfg 2028159-2023-00701.

Event description:
Additional information was received from customer and confirmed that the suspect is probe not a system.